Manufacturer narrative:
Us reporting agent notified on 09/17/2015. (B)(4). Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). Defective product-closure / flow pass, lever not locking. Complaint is, when trying to lock the handle of the "caiman" clamp/tweezer, it was not possible, because the noise and the resistance were too much. It was not possible to perform the coagulation, once the clamp/tweezer does not close, not allowing the passage of the current/flowing. There were risk to the patient because the clamp/tweezer "caiman" does not perform the coagulation in a situation of hemorrhage, the clamp/tweezer was not possible to control the situation because it did not work, the current/flowing did not pass. (B)(4).

Manufacturer narrative:
The received device was in a cleaned/decontaminated state. When the handle of the device was disassembled, it was noted that the inside contained plastic dust. It appears that the plastic mechanism within the handle was abraded. These parts are to be lubricated during production and assembly, it appears that the moving parts were not lubricated. This can not be confirmed, as the product was washed prior to return, which would have removed lubricant. The parts were sent to an external laboratory for an eluate - investigation. The spectrograms of this investigation indicated the presence of eluate; which verifies the presence of oil residue. The manufacturing documents were reviewed and found to be according to specification valid during the time of production. The most probable root cause for the break down is a mechanical overstress / overload which led to fretting between the moving plastic parts, which was likely caused by inadequate lubrication. From more than (B)(4) sold units up to 04/14/2016, there is one additional complaint of this nature (reported medwatch 2916714-2015-00841), from the same facility-device has different lot number. It is highly unlikely that the two complained instruments from different lots were assembled with inadequate lubrication, and used in the same facility. Corrective / preventive action is not necessary.